Event description:
Portacath for chemotherapy (taxol and carboplatin) removed; portion of tubing on port was not intact. The end of the tubing is frayed and yellow in color. Tubing length is approx 1 cm. Cat scan shows remaining poriton of tubing partially in atrium and partially in right ventricle of heart. Pt requires add'l procedure for removal.